Event description:
Since I had essure implanted in 2011 I have had constant bleeding. I have vaginal bleeding 25-28 days per month every month. I have bad cramping, cysts, pain walking, weight gain I cannot get rid of dizziness, light headedness, headaches, back pain. All of which I never had before essure. I now have to take iron supplements from the blood loss and have been diagnosed with pcos.